Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead had dislodged and was "pulled straight". The ra lead also exhibited high thresholds and loss of capture. The ra lead was removed and re-implanted. No patient complications have been reported as a result of this event.